Event description:
The customer reported the inability to view a fluoroscopic image on the left monitor. No pt injury or death was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The video connections were evaluated and reseated. The system was tested and found to be working as intended and returned to svc.